Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Thirty-six (36) unused samples returned for evaluation. 36 samples were visually inspected as per specification, and no defects found. 6 out of 36 underwent a leakage test per specification, and no failure found. The defect was not confirmed. Based on the results of the sample evaluation, the product met internal specifications. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. All available information regarding this occurrence has been forwarded to our business unit in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "bloodlines are failing the blood side test due to air bubbles". No patient involvement.